Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer did not provide how they addressed the issue. There was no adverse impact to the customer¿s blood glucose level. No additional patient or event information was available.